Event description:
Inserting the lag screw into a pt with a gamma3 nail, the lag screw seemed to be loose on the inserter. If pressure was applied the lag screw stayed engaged and was seated properly.

Manufacturer narrative:
Na